Manufacturer narrative:
(B)(4). A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported event of right atrial (ra) lead intermittent sensing and no pacing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pacemaker implantation procedure, no sensing and no pacing were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.